Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no physical damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the pump's black box showed no evidence of drastic voltage drops related to overheating. The prime steps were performed correctly with no overheating or any alarms duplicated during the investigation. All of the pump's current draws were within specifications. No intermittent condition was found to the power circuit.